Event description:
It was reported to covidien on 11/12/2008 that a customer had an issue with an insulin needle. The customer reports cannula broke when injecting insulin.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.